Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during the basic occlusion test and unable to prime at 4.0lbs during the prime/compromised force sensor system test due to moisture damage inside the force sensor resistor. The pump had a cracked display window corner, a scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 82 mg/dl. Customer stated that he kept getting the alarm during the last 3 reservoir changes. Customer stated that it seems to just push the insulin through and is a repeated issue with every reservoir change. Customer stated that the drive support cap appears normal. Customer mentioned that he had some low blood glucose readings that were unexplained. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.